Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch. The connector on the lcd board was inspected and no anomaly was noted. The insulin pump has cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the act button was not responding. Insulin pump will be replaced.